Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28x4.00mm synergy¿ stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that the 3rd and 4th rows from the distal edge of the stent were damaged. As a result of this damage the struts were lifted and misaligned. No issues were noted with the profile of the proximal end of the stent. This type of damage is consistent with the stent getting caught on a foreign object during advancement. No other damage was noted with the crimped stent. A visual and tactile examination of the hypotube identified that the hypotube was kinked at 28.1cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28x4.00mm synergy stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.